Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the they were hospitalized due to hypoglycemia on (B)(6) 2019 at 4.45 pm. The customer blood glucose level was 46 mg/dl at the time of incident and 160 mg/dl at the time of hospitalization. Customer stated the drive support cap appears normal. The customer stated that the symptoms related to low blood glucose such as sweating, and shaking. The customer was treated with food and glucose tablets for high blood glucose level. Customer did not allege pump was over delivering. The device will be returned for analysis.